Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa) with mild to moderate calcification and tortuosity via a cross over technique. The 5x150 mm absolute pro self expanding stent system (sess) was advanced to the lesion and the stent was attempted to be deployed; however, the thumbwheel got stuck and the handle broke in two parts. All of the devices were removed together as a single unit as they were stuck together. A new 5x150 mm absolute pro sess was advanced to the lesion; however during deployment again resistance and blockage of the thumbwheel was noted. The handle was opened to attempt to deploy the stent but the sheath broke instead of being retracted. The stent was partially deployed and the mechanism was stuck. The physician attempted to remove all of the devices together as they were stuck together, but the stent remained in the artery, elongated and with deformed struts. A non-abbott stent was used to crush the absolute pro stent into the vessel wall. The patient is doing fine and there were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device was returned for analysis and the reported activation failure and difficult to remove was unable to be confirmed due to the condition of the returned device and the stent was not returned. The reported handle break was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. D4: corrected model # from na to 1012014-150. D4: corrected primary UDI number from (B)(4).